Event description:
Patient mentioned the leads slipped about a year ago and they are having surgery next week to push the leads back up. Additional information was received from the manufacturer representative (rep) stating no cause was determined and this issue will be resolved during lead revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-nov-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 26-oct-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.